Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient has had autoimmune issues since implantation and that patient wants to get the ins removed. Patient reported they was implanted for interstitium and that the current healthcare professional (hcp) was not willing to do the explant surgery. No further complications were reported or anticipated.